Manufacturer narrative:
Event date: the event occurred between (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unspecified surgery in which an unspecified quantity of preveleak 4 ml was used. It was reported the patient experienced a post-operative neck infection. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.